Event description:
New information received notes that the event of the right ventricular lead exhibited noise oversensing reoccurred on (B)(6) 2023 upon reviewing via merlin.net causing pacing inhibition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed at this time. The patient was stable in condition.